Event description:
New information received notes that the right atrial lead was dislodged. It was also observed that the lead helix was failed to extend after retraction. The lead dislodgement was confirmed by fluoroscopy. The lead was implanted and subsequently explanted and replaced on the same day, (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was not confirmed. Visual examination of the lead found the helix was retracted and clean. After applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
The reported events were failure to capture and lead slack. As received, a complete lead was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital with symptoms of dyspnea on exertion. During interrogation, it was noted that the right atrial lead exhibited a high capture threshold. A chest x-ray revealed that the lead had lost a considerable amount of slack. An attempt was made to reposition the lead, but it failed to achieve an acceptable capture threshold. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Upon review of additional information received, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event. Please retract the report 2017865-2025-1007789.

Manufacturer narrative:
Correction: section h11, please retract this report, it should not have been submitted as a medical device report (MDR), the same issue was previously reported as 2017865-2025-1007913 with correct serial number.